Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon was having difficulty verifying straight suctions and other instruments with the flat emitter. It was noted the site had an extra pad under the emitter and reduced metal interference. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.